Manufacturer narrative:
Device received with minor scratched lcd window, cracked keypad at select button and cracked case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a lot of scratches on the screen and it was hard to see. The customer¿s blood glucose was unknown at the time of incident. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.